Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. Per tandem's user guide: if you drop your t:slim x2 pump or it has been hit against something hard, ensure that it is still working properly.

Event description:
It was reported that customer dropped the pump, and the screen no longer works; and an unspecified malfunction alarm occurred. Customer reported not having alternative insulin therapy. Customers blood glucose level was 100-110 mg/dl.